Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer ((B)(6) year-old child) who obtained high sensor readings from the freestyle libre sensor. The customer obtained a sensor reading of 7 mmol/l and experienced seizure. A reading of 2.6 mmol/l was obtained on a competitor brand meter and the customer was treated with glucose injection by mother. There was no report of death or permanent injury associated with this event.